Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power cord was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a damaged power cord resulting in a loss of mechanical ventilation. There was no patient involvement.